Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
I have a chpv valve that was explanted due to the surgeon saying that the dial would not move when he tried to reprogram it. I have the valve to send in for evaluation. On (B)(6) 2015 per rep: "the clinician said that after a week of placing the valve that the patients ventricles were overdraining. When he went to turn the setting up, the vpv would confirm the adjustment but the valve actually did not adjust. He tried this several times without any success. He explanted the valve, put in another one and the patient is doing well." On (B)(6) 2015 per rep: "... It was replaced with the same valve (I believe it was 82-3164). I don't know the exact dates but the patient sticker on the returned valve has the explant date. He told me it was implanted one week before."